Manufacturer narrative:
(B)(4). D10: unknown head unknown. G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a hip arthroplasty and was implanted with zimmer biomet products. Subsequently, the patient suffered a fall and was revised fourteen (14) years post implantation due to dislocation. The head and liner were explanted and revised.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h6, h10. Attempts have been made to gather all product identification information, and no further information has been provided.no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: dislocation of the left hip arthroplasty. A definitive root cause cannot be determined. It was reported the patient fell, however the reason for the fall is unknown. This complaint was confirmed based on the provided mmi review.if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.